Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. E2) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "we had a jugular tulip malfunction today. The doctor said he could never get the filter to come out of the sheath. Just the feet on the legs came out. He then could not pull the legs back into the sheath and had to pull the sheath out with the sharp feet sticking out. When we pulled a new set to place we noticed that the sheath in the first set that malfunctioned was shorter than the one in the second set." Patient outcome: they had to take out the device, including the access, and start the procedure again. They had to start the procedure again and reaccess. No adverse effects to the patient due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: since no product was returned it would be inappropriate to speculate at what may or may not have occurred, when attempting to deploy the filter. However, it should be noted that attempts were made to "pull the legs back into the sheath", which is not according to IFU, stating that the sheath must be advanced to cover the filter for repositioning. Also, the length of the sheath cannot be verified, but investigation found no evidence to suggest that the sheath in question was not manufactured according to specifications. IFU: if the filter is not in the desired position, carefully advance the introducer sheath over the filter only to the anchors. Reposition the system as desired, and again withdraw the introducer sheath by reattaching it to the protection sheath hub, completely exposing the filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.